Event description:
The customer contacted physio-control to report that their device will not pass thru splash screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined an inoperative single board computer was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device will not pass thru splash screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not pass thru splash screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.